Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with flexviewing pc. Fse replaced the flexviewing pc 4fg and re-installed software, reloaded settings and configuration of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that flexvision screen was not powering up. No harm was reported. System was not in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and identified an issue with the flexviewing pc 4fg. Flexviewing pc 4fg was replaced and now system is back to use in good working order.